Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a left premature ventricular contraction ablation procedure on the lateral wall, a cardiac perforation occurred. Following ablations the patient became hypotensive and had tachycardia. Echo was performed to confirm a perforation on the left lateral wall of the left ventricle. Pericardiocentesis was performed to stabilize the patient.